Event description:
Information received from the field notes that the patient was clinically stable and asymptomatic. During a routine evaluation, although the magnet was programmed temporary off, the device functioned as if the magnet was still on. When the magnet function was programmed off and the rate reduced to 45 ppm, the temporary off functioned normally.